Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the clinical sales representative (csr) contacted technical support (ts) after the procedure and reported that the customer experienced arm2 that stopped working. The csr stated that the customer performed an emergency stop and used the release key to free an instrument. The csr also stated that the replacement instrument did not have intuitive motion. The technical service engineer (tse) did not note an emergency stop in the logs. The csr was not sure if the issue was during the first or second procedure. Tse informed the csr that a reboot may resolve the rfid error, but if it does not fix the reported issue than the field service engineer (fse) will need to follow-up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA had been issued requesting to have the isi device returned; however, isi has not received the RMA at this time to confirm/identify the failure mode. A system log review was performed. Per the review, the following was confirmed: the hysterectomy benign surgery was performed on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the long bipolar grasper instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.